Event description:
Our customer, (B)(4), reported holes in the sterile packaging of product 94-6809 rochester pean forceps curved 8 1/2" cs/50. Lot #s 600010 x7ea, 600012 x6ea, 600013 x9ea, 600014 x6ea. These were noted on incoming inspection. These products were not used on any patient.